Manufacturer narrative:
H6. Device analysis for ins (B)(6) revealed the ins was functioning within specifications but the battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output. Telemetry was restored after one physician mode recharge. After fully recharging the ins, it passed bench functional testing. A recharge coupling test was performed. According to the mdt data report, the ins was last recharged on (B)(6) 2021. Subsequently, the ins battery depleted to an over discharged state prior to being received for analysis. This was the second over discharge experienced by this ins indicating a prior over discharge had occurred while the ins was still implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that in (B)(6) 2021 the doctor added an additional lead to an existing and properly functioning implant ins and lead as the paresthesia coverage of the painful area was not optimal. Subsequently the patient began reporting to the doctor difficulties in pairing during the recharge ((B)(6) then (B)(6)) until it became almost impossible to start the recharge. The contributing factor was the doctor briefly used a monopolar electrosurgical scalpel during the (B)(6) 2021 surgery. Troubleshooting was performed. During the checkups following the surgery in (B)(6) 2021, the doctor verified poor coupling between the antenna and the ins and tried several times to help the patient find the most efficient position. The doctor decided to proceed with replacement of the ins. The issue was resolved at the time of this report. The patient was alive with no injury.